Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited different malfunctions that prevented the device form working properly. Field service provided information that the socket and the front panel were in bad condition. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections d4, d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned, therefore a presumable cause and root cause could not be determined. Olympus will continue to monitor field performance for this device.